Event description:
It was reported, the patient lost stimulation. The sjm representative interrogated the system and found invalid impedance readings which changed upon patient movement. X-rays revealed the lead had migrated. The physician plans surgical intervention to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.